Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-28. H6: investigation summary: customer returned (6) open 4mm, 32g pen needles without the tear drop label. Customer states that the non patient end of pen needle was bent. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for needle bent npe. Bd was able to confirm the customer¿s indicated failure. Root cause is user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Event description:
It was reported that 20 bd ultra fine¿ pen needles experienced difficult operation or were not working/functioning. The following information was provided by the initial reporter: consumer reported found 20 pen needles from this box would not attach to pen. They just keep twisting/turning without a stop. Consumer reported same 20 pen needles non patient end found to be bent. Lot # unknown, no longer has box or paper backing. Catalog# 320122. Date of event unknown; in this past month.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 20 bd ultra fine¿ pen needles experienced difficult operation or were not working/functioning. The following information was provided by the initial reporter: consumer reported found 20 pen needles from this box would not attach to pen. They just keep twisting/turning without a stop. Consumer reported same 20 pen needles non patient end found to be bent. Lot # unknown, no longer has box or paper backing catalog# 320122 date of event unknown; in this past month.